Manufacturer narrative:
Zimvie complaint number (B)(4). D4: unique identifier (UDI) number not available d10. Concomitant medical products: tsvb16, impl tapered scr-v sbm 3. 7mm 3.5mm 16mm lot 62604893 tsv4b16, imp,tsv,4.1mm,sbm,16 lot 62603673. G4: premarket identification k011028/k013227. H6: event problem codes ¿ patient code: 1932 inflammation, 1994 pain. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported a periimplantitis. Implants were removed. Patient suffered inflammation, pain and an edema. Procedure completed with another products.